Event description:
It was reported to nova biomedical that a consumer received a result of 21 mg/dl on their blood glucose meter. The consumer immediately performed an additional three more tests using the same meter and strips getting results of 73 mg/dl, and 84 mg/dl. The difference in the readings was determined to be clinically significant. The test strips question will not be returned for eval, because the consumer discarded the strips.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.